Manufacturer narrative:
The reported event of noise could not be replicated in the laboratory. Visual inspection of the device did not reveal any anomalies contributed to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Related manufacturer report number: 2017865-2023-47125. Related manufacturer report number: 2017865-2023-47126. It was reported that the patient presented for extraction of the implantable cardioverter defibrillator, right atrial, right ventricular leads due to noise. The system was explanted. The patient was stable.